Manufacturer narrative:
A customer from (B)(6), (B)(6), alleged 5 samples that generated different results with cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems lot g06568. An investigation was performed with the information and data available to rule out any reagent involvement and no product problem was identified. Based on all of the information provided in the case it supports that the test is functioning as intended. 4 out of 5 samples were found to be near or below the lod of the assay and the other likely due to sample and/or site-specific factors. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6), (B)(6), alleged 5 samples that generated different results with cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems lot g06568. Although requested there is no patient information available. All of the samples are nasopharyngeal swabs collected using the copan swab with utm stored at room temperature after being vortexed and transferred to a 12 mm secondary tube. Based on the CT¿s generated for samples (B)(6). It is likely the result discrepancies are due to the samples being near the limit of detection (lod) of the test. Limit of detection (lod) studies determine the lowest detectable concentration of sars-cov-2 at which greater or equal to 95% of all (true positive) replicates test positive. The hit rate of the test based on mean CT is detailed in the method sheet in table 12. CT¿s that are delayed more than 32.7 for target 1 and 36.4 for target 2 can have a hit rate less than 100%. For 1 out of the samples alleged, sample (B)(6), the first two results generated showed CT¿s indicative of samples near the lod. The third result generated for this sample would not be considered lod based on table 12 in the method sheet, therefore the discrepancy is between result 2 and result 3. Although unknown, it is likely the discrepancy alleged is due to a sample or site specific factors. One example of a site specific factor would be contamination, if the third sample was contaminated it would explain why 2 out of the 3 results generated cts near the lod. Please note, the provided data only contained results of the samples and no roche control data included, therefore, a review of the alleged runs could not be fully performed. However, a review of the ic CT values of each samples were consistent across runs which do not indicate any issues or inhibition during the runs. A new collection was performed for these samples, however no results regarding those samples were provided. Investigation of this case was performed to the fullest extent possible with the information available at this time. Additional information cannot be collected due to pandemic measures currently in place. An investigation was performed with the information and data available to rule out any reagent involvement and no product problem was identified. Based on all of the information provided in the case it supports that the test is functioning as intended. 4 out of 5 samples were found to be near or below the lod of the assay and the other likely due to sample and/or site-specific factors.